Manufacturer narrative:
The technician found that the trend linkage was not adjusted properly. The bed would not stay in trend handles were engaged because the cylinder did not lock into position. The technician adjusted the trend linkage to repair the bed.

Event description:
Info rec'd indicates the bed will not stay in the trend position.